Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported the patient was admitted for infusion, extravasation occurred, and the clinical instructor removed the catheter little by little and found that the catheter was broken at the 10cm point of removal. Additional information received 10/05/2023: the patient from the department of oncology, the (B)(6) hospital, who underwent PICC placement on (B)(6) 2023 to insert solo PICC with an insertion length of 42cm, and the patient was admitted to the hospital for chemotherapy in late september, and was found to have fluid extravasation during the nurse's pulse flushing during maintenance, and gu extravasated liquid was flush, and extubation was done, and it was found that there was damage at 10cm. The patient's next chemotherapy admission will require reinsertion of the tube.

Event description:
It was reported the patient was admitted for infusion, extravasation occurred, and the clinical instructor removed the catheter little by little and found that the catheter was broken at the 10cm point of removal. Additional information received 10/05/2023: the patient from the department of oncology, the second affiliated hospital of harbin medical university, who underwent PICC placement on (B)(6) 2023 to insert solo PICC with an insertion length of 42cm, and the patient was admitted to the hospital for chemotherapy in late september, and was found to have fluid extravasation during the nurse's pulse flushing during maintenance, and gu extravasated liquid was flush, and extubation was done, and it was found that there was damage at 10cm. The patient's next chemotherapy admission will require reinsertion of the tube.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr single lumen powerpicc solo catheter. Usage residues were observed in the sample. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion. During pressurization, a leak was observed just proximal of the 10cm depth marking. Microscopic inspection of the leak site revealed a small, longitudinally aligned split. The split occurred at the corner of a permanent kink impression. The split occurred along an extrusion feature in the catheter tubing. The catheter was cut and the wall thickness was measured approximately 0.5cm distal of the split. The wall thickness was measured to be 0.00798¿, which is within manufacturing specifications. The split appeared to be the result of sharp kinking of the catheter shaft gradually causing a split to form and propagate. The location of the damage suggested that catheter securement and maintenance techniques may have contributed.